Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted tantalum capacitor, designator c4.

Event description:
It was reported that the customer's device would no longer power on. There was no patient use associated with the reported failure.